Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: what is meant by the ¿raw material of the tip¿ is this referring to the titanium blade tip? Is this referring to the while teflon tissue pad which is in the clamp arm? When the event states that ¿tip was released¿ does this mean that a piece broke off? If this is referring to the white teflon tissue pad, did the tissue pad melt? (See pictures below which shows the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during an unknown procedure, in the middle of the surgery the raw material of the tip was released. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.